Event description:
When customer reported that the pt support would try to "home" (move out and down) when any button on a gantry control panel was pressed. The philips field service engineer (fse) confirmed that there was no rescan required and there was no harm to a pt, operator, or bystander.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).